Event description:
On (B)(6) 2011, pt reported, the up arrow button on the infusion device is not responding. Pt stated, she noticed the issue 2 weeks ago. Pt reported, button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the product for eval.